Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. D4: batch # u5a18e. H6: component code =g06. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with a gst60g reload loaded on the device. The reload was received partially fired 1/16. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. The device opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon applied the ec60a stapler with gst60g reload on lower lung segment. The stapler was closed, and the surgeon attempted to squeeze the knife blade assembly, but the knife would not advance. When he tried to open the device, the jaws would not open. He attempted to reverse the knife blade and push release button, but the jaws remained tightly closed on the lung tissue. After attempts by his pa and scrub tech to open the device, the surgeon elected to load and apply a second ¿like¿ device with reload adjacent to the first stapler. He then fired the second stapler without incident and the first stapler and reload, still attached to the lung specimen were removed along with the lung segment. The scrub tech, at some time after the device was placed on the back table, played around with the stapler. It is unclear whether the tech was ever able to open the stapler on the back table. The surgeon, upon interview after the case, indicated that the specimen might still be in the device jaws. He was not sure. The procedure was delayed by five minutes. The procedure was completed with no patient consequences.